Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer and controller board issue. An engineering support specialist replaced the drawer and communication bus module controller to resolve the issue. The system functioned as intended after the engineering support specialist troubleshot the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure. The drawer was stuck, and the customer reported that the user was able to remove the medication from another station. There was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.